Manufacturer narrative:
The lot was manufactured from october 31, 2019 - november 1, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown day of (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.